Event description:
The surgeon allegedly used a pivot suture passer during surgery to pass and retrieve suture through the hip labrum. During suture passing, the surgeon reported that the tip of the device broke off at the nitinol wire and dropped into the joint space. The surgeon was able to retrieve and remove the loose object using suction. This extended the surgical time by approx 30 minutes. There were no injuries reported.

Manufacturer narrative:
Eval summary: at the time of this report, the suture passer device has not yet been returned for eval. This was determined to be a reportable event due to the extended time of the surgical procedure, even though no injury was reported.